Event description:
During routine device replacement, the superior vena cava (svc) coil pin of the right ventricular (rv) lead was not able to be loosened from the header due to a damaged set screw. The hex wrench could not be inserted into the set screw properly. The device was explanted and replaced by cutting and capping the svc coil of the rv lead. The rv lead was programmed as a single coil with the new device. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
Upon receipt, visual examination noted the superior vena cava (svc) coil was sticking out of the header of the device. The torque wrench could not engage the set screw. The septum was removed, which revealed that the set screw was stripped. The results of the investigation concluded the set screw was unable to loosen was due to it being stripped.